Event description:
Customer reported her insulin pump was exposed to moisture. Customer's blood glucose is 278 mg/dl. She said she was pushed in the pool. There is fluid under the lcd display. The device has a hairline crack. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratches on lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.